Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. The customer will be provided with a replacement device. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A third-party service agent contacted physio-control to report that their customer's device had illuminated its service wrench icon. Upon inspection, physio-control observed that the device was unable to complete its charge and therefore not able to provide defibrillation therapy. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control further evaluated the customer's device and observed that the ferrite beads on the therapy wire harness had pressed against an integrated circuit designator u1, on the analog pcb assembly, which caused the solder connection at legs 1 and 16 to break and legs 8 and 9 to be crushed down. As a result the device could no longer deliver energy correctly. The cause of the broken or crushed legs on the integrated circuit, designator u1, was determined to be due to the positioning of the therapy wire harness being our of specification.

Event description:
A third-party service agent contacted physio-control to report that their customer's device had illuminated its service wrench icon. Upon inspection, physio-control observed that the device was unable to complete its charge and therefore not able to provide defibrillation therapy. There was no patient use associated with the reported event.